Event description:
A pt reported that she was treated into acne scars on the cheeks, chin and temples on 12/20/96. The injection sites on the cheeks were about the size of a dime. No unusual bruising or blanching was noted by the physician at the time of the injection. Two hrs after the treatment, the pt alleged she developed a headache and a burning sensation and a reddish-purple discoloration with a central white area with bumpiness at the right cheek discoloration was about the same size and triangular-shaped. It was unk if the physician believed the headache was related to the collagen; the physician's office suggested that she take oral advil. On 12/23/96, the physician noted bruising at both cheek treatment sites. There was no evidence of blistering, necrosis or lumps. He believed the symptoms represented a possible infection and prescribed oral duricef. On 12/24/96, the pt alleged the right and left cheek treatment sites continued to burn and throb and were painful to the touch. The pt noted a "white spot" at the right cheek which she wiped from the central white area. She stated that the white spot looked like collagen and was the size of a pinhead. She alleged some superficial peeling of both cheek treatment sites on 12/24/96. On 12/26/96, the pt alleged that the white central area on both cheeks blistered, the skin came off, and that there were open, raw areas on both cheeks.

Manufacturer narrative:
On 8 august 1997, follow up was received from the physician. The pt was last seen on 9 june 1997. The areas were well healed. There appeared to be little or no change in contour although pt felt it was somewhat atrophied. There was some induration but the physician believed this would soften with time. The pt has received collagen injections to areas with no problem since jan. 1997.